Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an unspecified procedure using rhbmp-2/acs. At an unk time post-op, the pt developed an encapsulated fluid collection/cyst anteriorly, which subsequently ossified. No info regarding intervention was reported.